Event description:
It was reported that anchor-l trial handle broke off in the anchor-l trial. The surgeon used another trial and handle to put in cage and successfully complete the procedure.

Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; labeling review.results: the slide trial handle from the avs anchor l cage system was confirmed to have fractured via visual inspection. The anchor l surgical technique indicates that the trial stop was designed to prevent the trial from being inserted too posteriorly and should be used with the trial handle during insertion. It was confirmed by the sales rep that no trial stop was used. Conclusion: the cause of this failure is due to user error.

Event description:
It was reported that anchor-l trial handle broke off in the anchor-l trial. The surgeon used another trial and handle to put in cage and successfully complete the procedure.